Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with glucose readings in the mid-200s while using the system, coincident with not announcing meals and reliance on correction dosing only; the family reported recent supply changes and confirmed that meal entries were intermittently performed by caregivers with reduced availability. Symptoms included hyperglycemia. Outcomes included return to target glucose range after education and troubleshooting. Investigation included review of device data and user coaching on proper use, including full supply change and timely meal announcements with appropriate meal size selection. Investigation of this case revealed user handling and use error related to missed meal announcements leading to inadequate meal insulin dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.